Event description:
It was reported that the pt fell off a ladder and developed an epidural under the recently implanted device. Emergency craniotomy surgery and drainage was performed. Unipolar cautery was used during surgery. The device was re-positioned. The surgeon suspects that the device was damaged by the fall or by use of the unipolar cautery. The pt is currently hospitalized for treatment. Device revision surgery will be considered when the pt has recovered from the head trauma.